Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 525 mg/dl at the time of the incident. Customer had symptoms of chills. Customer was treated with injection. Customer declined for the troubleshooting for high blood glucose. Customer was not feeling okay at the time of call. The device will not be returned for analysis.